Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that during a second attempt to cross a lesion in the sfa, the distal tip of the recanalization catheter allegedly detached and remained in situ. It was further reported that the detached tip was captured and retrieved. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one crosser catheter was returned for evaluation. A complete core wire fracture, tip detachment, and catheter detachment were noted at the distal end of the catheter. Therefore, the investigation can be confirmed for the alleged tip detachment. The root cause could not be determined based upon available information. It was unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a second attempt to cross a lesion in the sfa, the distal tip of the recanalization catheter allegedly detached and remained in situ. It was further reported that the detached tip was captured and retrieved. There was no reported patient injury.